Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that a physician obtained an error message "programmed current is possibly not being delivered" after he had programmed a patient to a higher output current. The physician performed a system diagnostic test and the results were within normal limits. No further warning message was received, and the patient left the office at the intended settings. The error message is due to an interruption in communication during the programming sequence. Breaks in communication between the handheld device and generator can be caused by either patient movement of rf interference. Analysis of the handheld software revealed that it is possible for communication disruption to prevent the generator from receiving the final command in the programming sequence without displaying an error on the handheld. This is due to a design flaw in the software. The programmed settings will be delivered correctly once the off time of the stimulation cycle expires.